Event description:
On (B)(6) 2013 it was reported that the physician lowered the patient's off time that day to 1.8min and thinks the patient is having atrial fibrillation. No further information was provided. Good faith attempts for further information from the physician have been unsuccessful. Good faith attempts for the patient's implanted product information have also been made but have been unsuccessful to date.

Event description:
Additional information was received on (B)(6) 2013 when the patient's implanted product information was provided by the hospital.

Manufacturer narrative:
Inadvertenly listed the date as (B)(4) 2013 on follow-up report #1, the date should have been (B)(4) 2013.